Event description:
Investigation results completed on a smiths medical cadd reservoir cassette. Analysis in h 10.

Manufacturer narrative:
Investigation results completed on a cadd cassette reservoir. Two pictures received and complaint was visually observed in the pictures. Sample was received p/n 21-7308-24 l/n and a syringe was used during testing and leak was detected. Quality review was reviewed and no discrepancies were detected. Root cause is believed to be ay bag was damage during assembly process, due to a worn tool that had sharp edges, used to removed foreign material or bag was mishandled during leak test and not properly segregated. Action was taken and co-10074801 was created to update av-0142 rev 100. Also state that foreign material removal tool, needs to be free of any sharp edges, to prevent ay bag damage that can lead to leaking issues. Updated fields : b 1, b 3 , b 4 , b 5 , d 10 , g 7, h 1, h 2, h 3 , h 6, h 10.

Event description:
Information was received indicating that after attaching a smiths medical cadd cassette reservoir to a pump, and the customer was using it, he noticed medical fluid was leaking from the cassette. No patient consequences were reported. No adverse effects were reported.